Event description:
While doctor was using the novasure ablation instrument, the disposable handpiece did not have a proper seal, failed and had to be replaced. Patient transferred to pacu in excellent condition.